Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1019657 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1019657 and test base part number 190-430 / lot 1019657 the lot met the required release specifications. . A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019657 showed that the complaint rate is (B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency. Reference manufacture numbers: 1221359-2021-01410, 1221359-2021-01411, 1221359-2021-01412.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer provided a cumulative report of (4) false positives with the ID now covid-19 assay (2 different lots) on various dates. This MFR. Report is 2 of 2. The customer reported (1) false positive with the ID now covid-19 assay on a nasal swab collected on (B)(6) 2021. Confirmation testing using abbott m2000 platform on a nasopharyngeal sample in viral transport media collected on (B)(6) 2021 generated negative results. Per the customer, additional information will not be provided. The customer reported a false positive result with the ID now covid-19 assay performed. Additional information requested but not yet received.